Event description:
Customer reported a current low blood glucose level, with the lowest recorded at 51 mg/dl, obtained through a continuous glucose monitor. The customer treated the low blood glucose with apple juice. The customer then declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.